Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2093-541j-(B)(4): the fiber/glass cap is partially fractured at the uv glue zone; the fiber/glass cap distal part is detached and not returned; the heat shrink tubing open end exhibits signs of abrasions and melting, and partially erased red octagonal sign and blue arrow indicator; the fiber appears blackened at the heat shrink tubing open end. Based on device analysis, the potential for forward firing may exist. Fiber card analysis: use date: (B)(6) 2016. Use time: 06:51:31 pm. Joules used: 124,190 joules. The fiber card is expired ¿ soft joule limit has been reached. Joules count does not match warranty form information. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a surgical procedure at 128,000 joules of use and 35 minutes, ¿fiber damaged at tip; tip separation occurred in the patient body and snaring it out safely¿. The fiber was exchanged and the second fiber exhibited same issue at 62,000 joules and 4 minutes. The fiber tips (caps) of both fibers were cleaned during the procedure. The procedure was completed using third fiber at 420,000 joules and electric cautery. Maximum laser wattage set for procedure was 100w. Patient outcome ¿fine¿. No injury to the patient was reported. This report is for first fiber.